Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned the contour next test strips from lot # 9lpec53e. However, the lot # of the returned test strips was slightly different from the one indicated to be involved in the event occurrence i.e. Lot # 9lpec53a. The returned meter was tested with the returned test strips, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood results in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00495.

Event description:
The customer reported she obtained blood glucose readings of 126 mg/dl at 12:39 p.m., 115 mg/dl at 12:49 p.m. And 118 mg/dl at 12:51 p.m. On the contour next ez meter. The meter automatically marked them as control tests, and so the readings will be displayed as control results when accessing the meter's memory. The customer stated that she had been using test strips from lot #s 9jpef10b and 9lpec53a. However, it is unknown which reading was obtained with which lot of test strips. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.